Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2020. It was reported that the cause of the aspiration issue was suspected to be the catheter being restricted around the patient's side. The old catheter was not entirely removed or moved freely during the attempted explant and the hcp suspected that this led to the restriction on the new catheter.

Manufacturer narrative:
Continuation of d11: product ID: 8784, lot#/serial#: (B)(6), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-oct-06, additional information was received from the manufacturer representative (rep). The rep reported a catheter revision occurred on (B)(6) 2020 after the patient's pump was replaced about 3 weeks ago and the patient went into withdrawal. The patient had been without baclofen for about 3 weeks.

Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. H6; the previously reported conclusion code 22 no longer applies to this event and has been updated to 67. The previously reported method code 4117 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 21-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via company rep regarding a patient receiving baclofen (2000mcg/ml) via intrathecal infusion pump for intractable spasticity. It was reported the patient had baclofen withdrawal symptoms. Aspiration was attempted for a dye study and was unsuccessful. The catheter was revised. There were no environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report.